Event description:
Reportedly, the pacing system was implanted on (B)(6) 2006. On (B)(6) 2019, during a standard follow-up, it was observed that the battery impedance was at 5.06 kohms and that a residual longevity of 24 months was displayed. The next standard follow-up was performed on (B)(6) 2020 and it was observed that the device had reached the recommended replacement time (rrt) with a magnet rate of 73 min-1 and a battery impedance of 24.46 kohms. The device could not be interrogated and as a consequence, parameters could not be reprogrammed. The device was explanted on 21 february 2020 and should be returned for analysis. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.

Manufacturer narrative:
Expertise of the returned device confirmed that it operated as specified.

Event description:
Reportedly, the pacing system was implanted on (B)(6)2006 . On(B)(6)2019 , during a standard follow-up, it was observed that the battery impedance was at 5.06 kohms and that a residual longevity of 24 months was displayed. The next standard follow-up was performed on (B)(6)2020 and it was observed that the device had reached the recommended replacement time (rrt) with a magnet rate of 73 min-1 and a battery impedance of 24.46 kohms. The device could not be interrogated and as a consequence, parameters could not be reprogrammed. The device was explanted on (B)(6)2020 and should be returned for analysis. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the pacing system was implanted on (B)(6) 2006. On (B)(6) 2019, during a standard follow-up, it was observed that the battery impedance was at 5.06 kohms and that a residual longevity of 24 months was displayed. The next standard follow-up was performed on (B)(6) 2020 and it was observed that the device had reached the recommended replacement time (rrt) with a magnet rate of 73 min-1 and a battery impedance of 24.46 kohms. The device could not be interrogated and as a consequence, parameters could not be reprogrammed. The device was explanted on (B)(6) 2020 and should be returned for analysis. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.